Event description:
The hcp reported that the pt has been recently hospitalized twice for increasing and decreasing fluctuation in tone. The hcp reported that it was uncertain if the sysmptoms were replated to a "pump malfunction or other medical issues (chronic hypothermia)." The pump was explanted and returned to the MFR for analysis.